Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. Three photographs and one q-syte connector were provided for investigation. A portion of the septum¿s top disc was observed to be separated from the rim of the top body and pushed within the opening of the top body. Adhesive was observed between the top disc and the top body, which indicates that the device was properly assembled. The damage likely occurred after the device was assembled; however, the root cause could not be determined. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the q-syte was dmaged. Collapse of the connector when connecting the syringe during use, defective quantity 10 pcs.